Event description:
As reported: the aneurysm was located in the c6 segment of the right internal neck. It was a wide-necked aneurysm of 4.9mm*5.3mm, with a distal diameter of 2.8mm and a proximal diameter of 3.1mm. The guidewire ribbon perfusion catheter entered the middle catheter to reach the distal end of the blood vessel, and the stent lvis3.5*17 was flushed and vented into place to release the stent. After several adjustments, part of the proximal stent was never fully opened in the blood vessel. According to the past experience, the physician was prepared to release and then handle. However, after the stent was released, the nerve guide wire was tried to enter the stent for massage, but the attempt failed, and the nerve guide wire could not enter the unopened part of the stent. In order to prevent thrombosis, the stent 3.5*17 was removed used a thrombectomy stent. After being replaced with a stent of the same type, the stent was released normally and the procedure ended successfully. The patient was reported to be "fine". It was noted that the stent would not fully open and the physician chose to release the stent anyway.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
Items returned for investigation: stent, pusher. Items not returned for investigation: introducer. The stent was returned deployed and deformed. The damage was found to be an inversion; the stent was able to be turned right side out, but several wires were broken due to the stress. The stent body od was specified at 3.5mm (+/-0.3) and after realignment of the body wires, the stent was measured within specification. No functional testing could be performed due to the damage. The investigation of the returned stent system found the stent broken and inverted. The inversion was corrected during the investigation; however, the device was too damaged to test for or further assess the alleged expansion issue. Therefore, this complaint is considered non-verifiable. The damage is consistent with the device experiencing excessive force during extraction using a thrombectomy stent, as described in the reported event.

Event description:
As reported: the aneurysm was located in the c6 segment of the right internal neck. It was a wide-necked aneurysm of 4.9mm*5.3mm, with a distal diameter of 2.8mm and a proximal diameter of 3.1mm. The guidewire ribbon perfusion catheter entered the middle catheter to reach the distal end of the blood vessel, and the stent lvis3.5*17 was flushed and vented into place to release the stent. After several adjustments, part of the proximal stent was never fully opened in the blood vessel. According to the past experience, the physician was prepared to release and then handle. However, after the stent was released, the nerve guide wire was tried to enter the stent for massage, but the attempt failed, and the nerve guide wire could not enter the unopened part of the stent. In order to prevent thrombosis, the stent 3.5*17 was removed used a thrombectomy stent. After being replaced with a stent of the same type, the stent was released normally and the procedure ended successfully. The patient was reported to be "fine". It was noted that the stent would not fully open and the physician chose to release the stent anyway.